Manufacturer narrative:
Additional information regarding the event received stating the catheter was not detached, making this a non-reportable event.

Event description:
As reported, the shaft of a 6/7f mynxgrip vascular closure device (vcd) was observed bent/broken above the peg on the delivery shaft. There was no harm done. The device was stored and prepped according to the IFU. The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The device was used with a 6f unknown sheath. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The device was returned for evaluation, but the returning package was damaged in shipping and declared undeliverable by the postal service.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft of a 6/7f mynxgrip vascular closure device (vcd) broke above the peg on the delivery shaft. There was no harm done. The device was stored and prepped according to the IFU. The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The device was used with a 6f unknown sheath. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The device is being returned for evaluation.